Manufacturer narrative:
Sensor kit expiration date is 29-feb-2020. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced spasms and a seizure and self-treated with oral glucose provided by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.